Event description:
Aircast stirrup-- rash contact dermatitis locally with subsequent spread of maculopapular rash to r leg, thigh, penis, face and retroauricular, confirmed as ID reaction. Reviewed with dermatologist at our center.